Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The physician reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis, on (B)(6) 2019 with blood glucose level was 456 mg/dl and treated with insulin drip. The customer¿s blood glucose level was 457 mg/dl at time of incident and current blood glucose level was 458 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer report high blood glucose due to empty reservoir. Customer did not allege insulin pump was under delivering. Customer states the drive support cap appears normal. Customer reports insulin exited at the quick release. Customer was able to perform high pressure test at that time. Customer reports they performed the high pressure test and test results no delivery alarm. The insulin pump will not be returned for analysis.